Manufacturer narrative:
Unique identifier (UDI): (B)(4). The field service engineer (fse) found a missing o-ring on the acrylic block and replaced it. This resolved the issue. The fse checked all the electrodes and cleaned and re-seated the acrylic block. Sipper and probe adjustments were performed and the waste tubing was re-seated and cleaned. Ise checks were performed and the customer completed successful calibration and qc. Following the service visit, the customer had no further issues. The service actions resolved the issue.

Event description:
The initial reporter complained of ongoing issues with their electrodes on a cobas 6000 c (501) module from approximately 21-oct-2020 through 21-apr-2021. The reporter provided discrepant results for 1 patient sample tested on 19-apr-2021 for potassium (k) and chloride (cl). The initial k result was 4.76 mmol/l. The repeat was 4.00 mmol/l. The initial cl result was 91.2 mmol/l. The repeat was 104.0 mmol/l. No questionable results were reported outside of the laboratory. The repeat results were believed to be correct. The k electrode lot number was p2770. The expiration date was not provided. The cl electrode lot number was x0707. The expiration date was not provided.